Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010, essure (fallopian tube occlusion insert) was inserted and this placement took 8 minutes. The consumer experienced painful placement. The time till start of complaints was reported as 18 months after essure insertion (interpreted as (B)(6) 2011). On unspecified date, the consumer experienced pain in abdomen, itching skin, allergic complaints in eyes, increase or heavy blood loss during menstruation, blood loss during coitus, gastro-intestinal complaints, pain during ovulation, pain during coitus, pain in pelvis, pain in head, lower back pain, pain in breast, increase or decrease of weight, loss of libido, tiredness, mood swings, hair problems, vaginal secretion, menopause complaints, excessive sweating, tingling, feeling that something is coming out of the uterus, looks like delivery, furuncles, mainly at vagina, strong smell at stool, and burning feeling at entrance vagina. The consumer was treated with physical therapy for back and pelvis. Another treatment was planned (it was not specified). Those events led her to work-related problems with daily tasks. She was planning to remove the devices. She contacted her physician (it was not specified). Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016 - quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 738 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since surgical intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.